Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: 588142. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7110192. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7116603. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7116605.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced normal wound healing following the implant procedure. However, when the last scab came off on her scalp, the lead became exposed. The physician assessed the lead site was infected. The patient underwent an explant procedure wherein the entire system was removed. The patient did well postoperatively and was prescribed antibiotics. Cultures taken were positive for staphylococcus capitis, which was reported as normal skin flora. The devices were retained by the facility; therefore, physical analysis could not be conducted in our laboratory.